Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the investigation results, a foreign material on the cover of the distal end section (the customer returned the device without implementing reprocessing), could not be identified. The facility returned the device to olympus without implementing/completing reprocessing. Therefore, the foreign material remained on the cover of the distal end section. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿instructions for gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series reprocessing manual chapter 5, ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event.¿ olympus will continue to monitor the field performance for this device.